Event description:
Per complaint (B)(4), a dentist was unable to back out a screw and abutment from a dental implant upon initial placement. The implant was removed and the procedure was completed in the same visit. No adverse consequences were reported.